Event description:
The user received questionable high creatinine plus generation 2 (crea) results for 260 patient samples that were discovered when the results for some patients were questioned by a "renal medic". The user repeated all samples initially tested at the time of the event on a beckman analyzer and the results were "40-50 lower". Of the data provided for 205 patient samples, the results for 167 samples were discrepant. All of the initial results were reported outside the laboratory. Some patients may have been recalled for a repeat blood test. As the incorrect results were queried by the renal consultant at the hospital who did not believe the results, this may have led to a delay in further treatment of these patients. The user was not aware of any adverse events. The crea reagent lot number was 655648. The expiration date was not provided. The issue was corrected when the analyzer moved to the next (standby) reagent cassette. On (B)(6) 2012, a reagent pack for c - reactive protein (crp) was dropped by the gripper inside the analyzer. This reagent may have splashed into the crea reagent. It was unknown if this caused or contributed to the event. On (B)(6) 2012 a probe crashed into the reagent carousel where the crea reagent was located. It was unknown if this caused or contributed to the event.

Manufacturer narrative:
The investigation could not determine a specific root cause as the reaction kinetics were not saved on the customer's c702 analyzer and qc results were not provided for the date of the event. During development for the c702 analyzer, experiments regarding possible carry-over were performed. The results did not show any carry-over effect from c- reactive protein to creatinine. Based on this fact, it was assumed that contamination of the creatinine reagent with c-reactive protein reagent was not likely to be the root cause for the erroneously increased creatinine values. The sample probe which crashed and had to be replaced could not be excluded as a cause as the sample probe might not have been correctly adjusted. No adverse events were reported.

Manufacturer narrative:
This event occurred in (B)(6).